Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus needleless connector had flow issues. The following information was provided by the initial reporter: lines are leaking when being flushed and also leak on the hubs with green curos caps on. In addition, there is blood residue after blood draws even after flushing multiple times. Infusion leaked out shorting the patient of the prescribed dose of medication.

Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. A device history record review for material# mp1000-c and lot# 25015320 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 15jan2025.there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.